Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection of the pump showed that the pump was in good physical condition. Review of the device data log noted an error alarm message. Functional tests included use testing. A battery was inserted into the pump and the pump was powered on. The pump displayed an error code alarm message. It was noted that the pump had a pinched motor wire. The motor was replaced. Based on the evidence, the complaint was confirmed. The root cause was attributed to the pinched motor wire.

Event description:
Information was received indicating that this ambulatory infusion pump exhibited a product problem while in use. No adverse patient effects were reported.